Event description:
A nurse reported that the laser probe would not advance through the trocar cannula during a procedure. There was no pt impact reported.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).